Event description:
Caller reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.